Event description:
It was reported that the battery was fluctuating resulting in unexpected shutdown. Customer confirmed pump display turned on and resumed insulin delivery successfully, however, a replacement pump was sent to the customer. Customer¿s blood glucose level was in the 60s mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.